Event description:
The pump was returned for investigation. Investigation revealed contamination on the button contacts. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the keypad was peeling near the ok button. All buttons responded to presses appropriately. Contamination was found under the contrast button contacts. (B)(6).